Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. However, device was received with a full segment display, problem isolated to interface board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to full segment display. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address or serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. The customer was not able to see any display and continuously getting the long beep. The customer was advised to remove battery after insertion of battery and display did not returned. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.